Event description:
On (B)(6) 2022, a patient in turkey underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, it was reported that the patient's pegj tube was removed due to stoma site redness, discharge, and bleeding. The patient was prescribed IV ceftriaxone (desefin) 1g vial twice per day. It was reported that the pegj replacement will take place on (B)(6) 2022.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event was removed from the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.